Manufacturer narrative:
Evaluation summary: customer reported that iop increased after the surgery. No sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to approved release criteria. Because a sample was not returned, the root cause cannot be determined. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported following a glaucoma filtration device implant procedure, a patient experienced increased intraocular pressure (iop). The customer reported the adhesion of the flap and occlusion of the device are suspected to have caused the increase in iop. Filtering bleb revision and device removal were performed.